Manufacturer narrative:
D10 concomitant medical products: egia45amt, egia45amt egia 45 artic med thick sulu (lot#:p3f0079), egiaustnd, egiaustnd endogia ultra univ std stap (lot#:p3h0984) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the first load jammed and did not fire. A second reload was used, but on the first staple it only stapled halfway and jammed. Additionally, it made a clicking noise. A third reload was then used, but the stapler did not activate the blade and the handle came loose. To resolve the issue, a new handle was used. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a gastroplasty procedure, the first load jammed and did not fire. A second reload was used, but on the first staple it only stapled halfway and jammed. Additionally, it made a clicking noise. A third reload was then used, but the stapler did not activate the blade, and the handle came loose. To resolve the issue, a new handle was used with the third reload. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.